Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera 4k uhd camera control unit display an e116 error. The unit was restarted; however, the issue persisted. The event occurred during procedure and there was no patient harm or user injury reported due to the event.